Event description:
Vent alarming for "loss of pip". Baby without chest rise with jet breaths. Silicone pinch valve tubing noted to be out of the pinch valve box. Second patient box produced the same result. Clinical engineering evaluated the vent of 3 patient boxes. All of the boxes allowed the tubing to fall out of the pinch valve. This is due to a design defect per clinical engineering.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.